Event description:
Upon receipt of the device, the user reported a leak of acid on the seal between the bottom and the top case and on the inside of the carton. No other details regarding the nature of the event were provided. Since the event occurred out of box, there was no pt involvement during this event.